Event description:
A retrospective review was performed by agfa for events, from years 2012 to (B)(6) 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 2015. The following event was identified and is being reported to the FDA. Customer complained that on the evening of (B)(6) 2014, they experienced fast unexpected movements with the vertical movement of the overhead tube crane (otc) of their dx-d600 system. The auto center function was not working properly during a patient exam type: abdomen stretcher. The otc was coming down onto the patient and the manual stop was used. The patient was relocated to another room and there was a 20 minute delay due to the patient being relocated. There were no reports of harm to any patients or users during this event. Agfa service checked the unit on (B)(4) 2014, and was unable to recreate the issue. Log files were obtained for evaluation. On (B)(4) 2014, service replaced the vertical z motor, checked the cable / connector connection for the potentiometer and pcb, adjusted the velocity, repaired the transversal brake and checked the system. The system problem was resolved. Agfa has initiated the following corrective actions related to unintended movement of dx-d600 systems to address these unexpected movements. On july 2, 2014, vigilance activity was initiated to report corrections to FDA (FDA # z-2175-2014) for a mandatory software upgrade of dx-d600 full automatic systems to version 3.6 to prevent unexpected system movements. On december 15, 2014, vigilance activity was also initiated to report additional corrections to FDA in the same (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation.